Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was unable to replicate the reported issue. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the imaging system would not perform image acquisitions intermittently . Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative reported that they were on-site during the reported procedure. It was reported that the imaging system operated as designed during the procedure and that there was no impact to the patient during the procedure. The was no allegation of deficiency against a medtronic product during this procedure. It was noted that the initial reporter of the issue was not in the operating room (or) during the procedure. This MDR report was filed in error as there was no product complaint and no adverse event against the patient.